Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump failed. Customer's blood glucose was 20.2 mmol/l. The device had a crack on the top right hand side. The damage occurred around two or three days ago. In the morning the device had alarmed no delivery. Customer has rewound the device but is unable to complete the set up. Customer was advised the device needed to be replaced and agreed to return it on a next day swap.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement tests.no unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.